Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an internal fault alarm was not confirmed. The power module, serial (B)(6), was not returned for analysis; however, the 12v battery, serial (B)(6), was returned for analysis. The returned battery was functionally tested with a test pocket system controller and mock circulatory loop. The battery was fully charged for a discharge test and depleted within the battery specification. The battery functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. Heartmate power module instructions for use (rev. B) section 2-¿setting up the power module (pm) prior to use¿ states the user to contact the hospital and obtain replacement if the product is damaged or the yellow wrench symbol is lit. Heartmate power module instructions for use (rev. B) section 5-¿responding to alarms¿ explain how to properly interpret and troubleshoot alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a faulty battery that caused fault battery alarms in the power module (pm). The site requested a new single battery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.